Manufacturer narrative:
Weight and ethnicity: customer does not have this information. Lot#: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. A partial number has been provided. Device manufacture date: unknown, as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If any further relevant information is obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2022 and a suction loss during procedure occurred on multiple occasions. The patient was re-applanated and the patient interface switched out. The surgeon was unable to create a flap on the right (od) eye due to conjunctival swelling after multiple suction attempts. The treatment was aborted. Patient reported soreness around eye sockets. Topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported symptoms are not interfering with daily activities. On (B)(6) 2022 patient came in for a follow up visit and is currently using his glasses. He is scheduled for a surgical consult on (B)(6) 2022 with the possibility of moving forward with treatment. He wanted a second opinion before that appointment. Pre-operative measurements from (B)(6) 2022: right eye pre-op 20/20 -4.00 x -.75 x 157, left eye pre-op 20/20 -4.00 x -.75 x 71. This report is 1 of 3 reports.